Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the user was unable to pull med after rx verify request. A technical support specialist (tss) remoted in and found that issue amount approved was zero, had pharm rep update, then restarted the application and trained user on how to properly request user was able to issue med. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user stated that the medbank was asking for a validation code. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower aux user stated that the medbank was asking for a validation code. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.